Event description:
Pt had a groshong catheter in place. In 2004, an area of dark pink/brown color, firm to touch was noted in left chest area. Pt complained of pain in left anterior chest. Catheter was removed by physician. After removing the catheter, the catheter was flushed (white port) and a leak was noted approx 2 inches from cuff (toward port).